Manufacturer narrative:
Weight & ethnicity: information unknown/not provided. If implanted, give date: unknown/not provided. If explanted, give date: unknown/not provided. First name, email address: unknown/not provided. The intraocular lens (iol) is not returning for evaluation as it is discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) in the right eye had a bent/broken haptic, loading, and folding issue. The cartridge tip touched the eye. The lens was discarded. Another johnson & johnson lens (same model and diopter) was successfully implanted as a replacement. The outcome did not significantly interfere with activities of daily life. The patient has recovered. No additional information was provided to johnson & johnson surgical vision.